Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported through implant patient registry that a patient originally implanted with a 25mm aortic valve for 2 years and 7 months underwent an explant procedure due to aortic stenosis. The patient received a replacement 25mm aortic valve. Following the procedure the patient was reported to be in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported through implant patient registry that a patient originally implanted with a 25mm valve for 2 years and 7 months underwent an explant procedure due to aortic stenosis. Per pathology report, patient had bacterial endocarditis and valve had vegetation and calcifications. The patient received a replacement 25mm aortic valve. Following the procedure the patient was reported to be in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Customer report of stenosis was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 13mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the outflow aspect. Host tissue overgrowth was also observed on the free margins of all three leaflets. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Mechanical damage was observed on all three leaflets near the commissures and appeared serrated. Sewing ring had multiple cuts around the valve. Wireform was exposed on commissure 2. Three suture pledgets remained on the inflow aspect of the sewing ring attached by cor knots around leaflet 2 on the outflow aspect.